Event description:
It was reported that after 6 hours of pumping on an intra-aortic balloon pump, a low vacuum alarm occurred. The pump was exchanged for another pump. No further alarms or other difficulties were encountered with the second unit. There were no associated patient complications.